Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100.00 mg/dl compared to readings of 220.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100.00 mg/dl compared to readings of 220.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch was visually inspected and no issues were observed. Attempted to extract data from the returned sensor using approved software, and data could not be extracted. The sensor was scanned and the scan only produced the uid (unique identifier).¿¿the uid was converted using the complaints serial spreadsheet into a readable serial number.¿¿unable to perform smu (source measurement unit) or poise voltage tests. The sensor puck was forwarded to hpqe (hardware product quality engineering) for further evaluation. A visual inspection was conducted using a digital microscope. No visual abnormalities were observed on the returned puck. Attempted to scan the returned sensor using evm (evaluation module), however was unsuccessful. Further testing for smu (source meter unit) test, poise voltage and temperature test is unable to be further conducted. This issue will be closed to unable to test due to the sensor inability to communicate with the sensor via evm. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.